Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the right ventricular (rv) lead exhibited elevated threshold. The rv lead was reprogrammed, and it was further reported that the rv lead exhibited subsequent, high output. The rv lead remains in use. No patient complications have been reported as a result of this event.